Event description:
It was reported to philips that the flexvision monitor was blank. The bunny ear monitors were still functioning. The device was in clinical use at the time of the event. No patient harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during a planned treatment at the start of the procedure and the procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was blank and bunny ear monitors were still functioning. The fse discovered that the cable hoses were clamped in the ceiling height mechanism, the fse lowered the monitor slightly to release the cables, and the monitor immediately came on. The fse wiggled the cables to the fv monitor and rebooted the system. After repairing and the rebooting the system was returned to use in good working order. The codes were updated based on the investigation outcome.